Event description:
A customer obtained multiple, unexpected vitros phyt quality control results using a vitros 5600 integrated system. The following results were obtained: qc fluid biorad 1 = 10.58 vs. An expected result = 7.45 ug/ml; qc fluid biorad 2 = 11.79, 22.73, 21.82, 21.04, 20.52, 12.27, 11.96, 12.00, 9.78, 11.51 vs. An expected result = 15.37 ug/ml; qc fluid biorad 3 = 19.77, 20.03, 36.35, 35.33 vs. An expected result = 26.75 ug/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. This report is number eleven of fifteen MDR¿s for this event. Fifteen 3500a forms are being submitted for this event as fifteen devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, unexpected vitros phyt quality control results were obtained using a vitros 5600 integrated system. The investigation could not determine a definitive root cause. There was no evidence that an instrument related event contributed to the event. A reagent related issue cannot be ruled out as a contributing factor. Investigation is ongoing.